Manufacturer narrative:
Device eval by MFR: the device was returned for engineering analysis and the complaint was confirmed. Testing confirmed shaft temperature points to insufficient thermal insulation of the needle. The ice ball size is within specifications and was not compromised due to thermal insulation loss. The needle was disassembled and no visible soldering gaps or voids were found. The vacuum sleeves insulation test showed that ice formed on the entire sleeves. Checking the vacuum sleeve surface using a microscope, no soldering flux residuals or corrosive signs were seen on the vacuum sleeve external surfaces. The vacuum sleeve bubble test showed no leaks on the vacuum sleeve external surface.

Event description:
It was reported that frost on the shaft was observed. During a cryoablation procedure using an icerod cx 90 degree needle, frost was observed on the entire shaft. The patient's skin was protected using a glove filled with hot water. The treatment was completed successfully using the original device with no injury to the patient.

Event description:
It was reported that frost on the shaft was observed. During a cryoablation procedure using an icerod cx 90 degree needle, frost was observed on the entire shaft. The patients skin was protected using a glove filled with hot water. The treatment was completed successfully using the original device with no injury to the patient.